Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, review of the pump history revealed that the pump did reset unexpectedly. The customer was able to reload a cartridge onto the pump and resume insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified. Unexpected reset issue - no failure identified.